Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter inside an opened inner packaging pouch and hoop. The batch number on the packaging and device matched the reported batch. There was a free floating hair (foreign material) inside the pouch. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed hair within the packaging. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a foreign matter was found in the sterile packaging during unpacking. The 12mm x 3.50mm nc quantum apex¿ balloon catheter was selected for the procedure. However, during unpacking, a human hair was noticed inside the sterile package and was still attached to the hoop. There was no perforation or hole noted on the packaging. The device never entered the patient's body and was not used in the procedure.

Event description:
It was reported that a foreign matter was found in the sterile packaging during unpacking. The 12mm x 3.50mm nc quantum apex balloon catheter was selected for the procedure. However, during unpacking, a human hair was noticed inside the sterile package and was still attached to the hoop. There was no perforation or hole noted on the packaging. The device never entered the patient's body and was not used in the procedure.